Event description:
It was reported that the patient presented to the hospital for a follow-up on 13 sep 2022 with dizziness, shortness of breath, fatigue and near-syncope. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead which led to oversensing and inhibition of pacing. The physician performed lead revision procedure where the rv lead was capped and replaced on 22 sep 2022. The patient was in stable condition. .

Event description:
New information received notes the right ventricular lead had high capture threshold and high impedance. The patient was syncopal and was in stable condition after lead revision procedure.